Manufacturer narrative:
Date of event is estimated the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient's lead had low impedances with 3a having below 200 ohms. Surgical intervention was undertaken wherein the lead was explanted and replaced to address the issue.

Event description:
Related manufacturer reference number: 1627487-2024-07848. Additional information received indicates the lead did not contribute to the event as the issue was resolved with replacing the extension.  This device is no longer considered reportable.

Manufacturer narrative:
B5: correction.